Event description:
This study compared the results of a transcatheter aortic valve implantation (tavi) using prostar devices versus using a non-abbott device to close the common femoral artery. The intention of this study was to compare the vascular complication rates between the two devices. One prostar was placed at all large bore access sites. One non-abbott device was placed at all large bore access sites. The rate of vascular complications were low in both groups; however for prostar, included the following: a death, pseudoaneurysm, arteriovenous fistula, dissection, hemorrhage, medical intervention (use of a covered stent), surgical intervention, transfusions, and hospitalization. Mechanism of prostar device failures linked to closure device failures [unspecified failures/failure to achieve hemostasis], which would require medical intervention to achieve hemostasis. Additionally the article mentioned previous studies noted major and minor vascular complications [bleeding] associated with the use of proglide devices. The article concluded that both the non-abbott device and the prostar device had comparable rates of vascular complications; however, there were higher rates of bleeding complications that required the use of a covered stent for prostar. Specific patient information is documented as unknown. Details are listed in the attached article, "vascular complications following transcatheter aortic valve implantation, using manta (collagen plug-based) versus prostar (suture-based), from a french single-center retrospective registry".

Manufacturer narrative:
B3: date of event is estimate. D4: the UDI number is not known as the catalogue number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the part and lot numbers were not reported. Based on the article information, a conclusive cause for the reported patient device interaction problem [failure to achieve hemostasis] cannot be determined. The patient effects of pseudoaneurysm, arteriovenous fistula, dissection, hemorrhage are listed in the electronic prostar instructions for use as potential adverse events of use of the device. Based on the article information, a conclusive cause for the reported difficulties and patient effects, and the relationship to the product, if any, cannot be determined. The additional unexpected medical intervention, surgical intervention, and hospitalization were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostar adverse patient effect of death referenced in b5 is being filed under a separate medwatch report. The additional proglide device(s) referenced in b5 is being filed under a separate medwatch report.